Manufacturer narrative:
Film evaluation summary; the exact cause of the reported proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, angiograms during implant were not available, and earlier post-implant films were not provided. The cause of the outpouched aorta observed near the level of the renal arteries could not be determined; it is possible that this was a pre-existing condition or disease progression may have led to this event. It is also unclear if this finding may have led to any increase in the size of the aaa which appears to have remained at 65mm since implant, or, if this outpouching may be pressurizing the aaa sac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter abdominal aortic aneurysm. The pre-op images demonstrated a possible focal dissection or pseudoaneurysm at the level of the renal arteries. It was reported approximately 2 years post the index procedure on follow up CT, a type ia endoleak was identified. Contrast was identified outside the most proximal portion of the stent graft however there was no contrast in the sac of the aneurysm. While the physician had concerns the current filling defect observed was related to the pre-op suspected dissection it has been noted that there is no risk currently posed to the patient with no intervention planned. The cause of the event is undetermined. No additional clinical sequelae were reported, and the patient is will be monitored.